Event description:
It was reported that during a brevera biopsy procedure on (B)(6) 2025, the user experienced a system error in which the device was armed but did not appear in a valid state. It is reported that the user attempted to clear the error, which was unsuccessful; therefore, the patient's procedure was aborted after the needle had already been inserted into the patient's breast. A hologic technical support specialist had the user disconnect the driver from the console, restart the pc, relaunch the application and complete several steps to help the device recognize the driver. Hologic technical support reports that the errors began to clear and assisted the user in rehoming the driver, which appeared to resolve the issue. No further information is currently available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.